Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that when asked for cause of no response or csf from the catheter, the surgeon stated he wanted to have a new catheter to replace the existing catheter, as they could not get csf on the pump side. It was stated that the surgeon then opened the back to check for csf and there was no response. The hcp stated that a whole new catheter was best.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2012. Explanted: (B)(6) 2008. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 10-jun-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 2000mcg/ml at 326 via an implantable pump for unknown indication for use. It was reported that the patient was already scheduled for a pump replacement today, but as of last night was admitted to critical care due to a seizure. It was reported that they tried to aspirate during procedure and a valsalva, no response or cerebrospinal fluid (csf). They fully removed and replaced catheter. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. .

Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.